Event description:
A site representative reported that there was a frayed cable on an active frame. There was no patient present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. The device has not been returned to the manufacturer.